Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the offset cup inserter¿s plastic handle is cracked and needs to be replaced. All pieces were retrieved and it did not cause any delay in the surgery. Surgeon does not wish to be contacted.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :the reported event has been evaluated and will be monitored. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.